Event description:
An optometrist reported that a pt presented with dryness effecting both near and distance vision. During a slit lamp exam, the pt was noted to have dry eyes.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).